Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an external device. The reason for call was that the controller would charge fully but when they would try to recharge implantable neurostimulator (ins), the ins would sometimes recharge and sometimes not recharge. Pt said that the controller would say that the ins wasn't charged at all but they could feel the ins working. Pt said that they could charge the ins for hours on end and the ins wouldn't even charge up 5%. Pt said that the controller battery was draining really fast. Pt said that they had the ins battery moved up since the ins battery was sideways and was not charging and was sticking out of their back. Pt said that they had been able to charge the ins once since the surgery which was in february or march or april. Pt said that if they bent the recharger cord at a certain area then the ins would recharge. Patient services (pss) asked the pt for the event dates and pt said that they both started around the same time. Pt said that the issue started probably right after they had surgery. Pt then said that they had a hard time recharging the ins when placing the recharger paddle over the ins which never worked. Pt said that this had been happening since they got the device and that they had to put the bigger part of the recharger paddle over the ins instead of the center of the recharger paddle over the ins. A replacement recharger telemetry module (rtm) and battery pack were sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having problems with the stimulator since it was put in with it charging. The green light on the controller would be flashing but the controller was not charging. The red light on the controller would be flashing when the controller was actually charging. She had been getting an error on the controller that indicated the controller didn't have enough battery to charge the ins when the controller battery was at 80%. The controller acted like it had a short in it as it switched back and forth from whether or not it was charging. Patient was told to put her fingers through the hole and find the battery pack and when she put it there it would charge; the patient was referring to the placement of the rtm over the ins; it had only worked like one time in about the 6 months that she had the ins. The other problem she had been having was with the controller going blank. The manufacturer representative (rep) told her to try putting the belt with the rtm for charging and she had tried that before she even menti oned it to the rep and that the rep kind of acted like the patient "might be a little bit stupid or something". Patient had been trying for months and it's getting harder and harder to charge. No patient symptoms were reported. No further complications were reported. Additional information received from the patient indicated that since implant they would put the middle of the recharger (rtm) paddle over their ins like they were told, but when pt does that, they "can't do anything", mentioned they had to play with it to do anything. Pt also said the ins battery "stands out", said it doesn't lay flat it stands out and moves around inside as well. Pt said the battery moves up or down, and depending on how the ins is, they sometimes have to move rtm all the way down to where they were almost sitting on it or put the paddle off to one side, or have rtm up a little bit further, but never in the middle. Pt said they were told it was normal because during the implant they had to "dig into the fat and tissue deeper" to put the ins in. The patient was redirected to their healthcare provider to further address the issue.